Manufacturer narrative:
Citation: louis j. Kim, farzana tariq, michael levitt, et al. ¿multimodality treatment of complex unruptured cavernous and paraclinoid aneurysms¿ neurosurgery. Doi: 10.1227/neu.0000000000000192. The device was not returned for evaluation. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Mdrs related to this report: 2029214-2017-00197, 2029214-2017-00198, 2029214-2017-00199, 2029214-2017-00200. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of literature there were two cases (8%) of intraprocedural incomplete device opening required follow-up balloon angioplasty to fully expand the device. No complications occurred as result of this additional maneuver.